Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, decrease in impedance, low sensing and loss of capture were observed. Fluoroscopy revealed slight lead perforation. No pericardial effusion found via review of echocardiograph. The lead was repositioned with no consequences to the patient.